Event description:
Account had an on-going issue with discrepant results for creatinine and alt over one weekend. Customer was unable to determine how many patients were involved or specifically when issue began. She provided two patient examples. Patient 1, initial creatinine result was 0 mg/dl, repeated on same analyzer gave 0.5 mg/dl; initial ast result was 0 u/l, repeated on same analyzer gave 25 u/l. Patient 2, tested (B) (6) 2010, initial creatinine result was 0 mg/dl, repeated on same analyzer gave 0.7 mg/dl. Patients were not affected. The issue, with discrepant results, was noted immediately and testing was repeated. No erroneous results were reported. Creatinine reagent lot was 61942201. Ast reagent lot was 61755701. The field service representative found the st2 level detection cable was defective and he replaced the cable. Performance tests were performed which were within specification.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication problem. (B)(4).

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Further investigation of the level dectection cable prompted the implementation of new actions by the field service representative, including improved routing and fixation of the cables. Introduction of a new requirement for a counter based cable replacement will also be implemented. Patient results of zero are implausible results on clinical chemistry analyzers.